Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse cleaned the rust from the screw as required to make operating and tightening screw to tank. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. The unit passed all functional and safety tests. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a system check out of the cs100 intra-aortic balloon pump (iabp) it was found that the helium intake nozzle was difficult to turn to tighten the helium tank to the neck. There was no patient involvement, and no adverse event was reported.